Event description:
It was reported that the subject device presented a e224 camera head communication error. The issue was found during set up/inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit, error code e204 was displayed (instead of error e224, e204 was displayed). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit, error code e204 was displayed (instead of error e224, e204 was displayed). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.